Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that when they are at work they dont have the time to spend 30 minutes on their break to do mytherapy and can't get it stuck too high up or they can't walk . Called pt back to clarify this statement. Pt said they have to increase and then eventually it will do it's job, they will know and they will have to use the restroom then after they use the restroom, but once they can go it becomes way too strong and they can feel it right away. Pt said they don't know why, but then they have to hurry up and decrease, it's beneficial to decrease before they go, if they can decrease before they use the restroom that is their best shot. Pss asked pt if they have urinary retention? Pt said their bladder will not empty out everything and sometimes they don't go and they may drink a bunch of liquids so they look like they are 20 pounds heavier. And/ or, it helps them go number 2. Pt said this is how they have used interstim and this is how they used their previous stimulator. They don't' decrease and increase every day but while they have their period they increase more because they are in more pain and need more help with their symptoms. Did not ask for more clarification because pt provided so much confusing information. [See related pe (B)(4) for current ins].

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.